Event description:
It was reported that the right ventricular lead had a high sensing integrity count since the lead was implanted. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 1 - ventricular nst=200 ms on (B)(4) 2011 15:00:03. Sensing - interference/noise: ventricular short interval count v-sic=16.4 counts avg/day, in 61.26 days, between (B)(4) 2011 08:47:03 and (B)(4) 2011 14:57:13.